Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasions were found at 7.5 cm to 8.3cm, 10.0 cm to 11.5 cm and 17.2 cm to 18.9 cm from the distal tip. External insulation abrasion was found at 43.9 cm to 44.1 cm from the distal tip consistent with lead friction to the ICD. The (B)(4) coating of the conductors was intact at the abrasion sites.